Event description:
(B)(4) sudden sharp stabbing pain in pelvis, metal taste in mouth, irregular periods, weight gain, vaginal discharge with odor. None of these symptoms occurred before essure implantation.